Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). A maquet field service technician investigated the unit and could not duplicate the error. The technician checked the current draw, all were within normal range. The 20 amp breaker was replaced. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).